Event description:
N/a.

Manufacturer narrative:
UDI - (B)(4). The certas valve is still implanted and was not returned for evaluation and no lot number information was provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed. The possible root cause for ¿catheter obstruction¿ could be due to ¿biological debris and/or protein buildup¿. Nevertheless, as specified by customer: ¿re-operation to check the abdominal catheter was performed. When the catheter was checked, it confirmed csf flow without problem. The catheter was back in the abdominal position and operation was completed¿.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported the certas valve was implanted via v-p shunt with a setting of 1 on (B)(6) 2020 and on (B)(6), an abdominal catheter obstruction was suspected. The patient was taken back to the or to check the abdominal catheter. Csf flow without problems was confirmed and the catheter was back in the abdominal position. On (B)(6), the patient¿s clinical symptoms and cerebral ventricular enlargement did not improve. The physician is considering a replacement of the valve. However, no decision has been made at this time.